Manufacturer narrative:
Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a nasopharyngeal sample on another brand's swab which generated a positive result. Confirmation pcr testing (bd-max and roche cobas) was performed on a direct tested sample (sample type unknown) which generated a negative result. The patient was hospitalized in a covid-19 positive patient bed and quarantined for a week. No additional information was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m188562with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m188562 and test base part number 190-430 / lot m188562. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188562 showed that the complaint rate is 0.005 %. Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.